Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 50 mg/dl. Customer treated with food. Customer declined high blood glucose troubleshooting and disconnected the call. No further details provided.